Event description:
The customer reported that both the monitors were not working. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Parts were replaced during the service call. The system was tested and found to be working as intended and put back into service.